Event description:
The customer stated results were not reproducible on the architect tsh assay. A patient generated an initial result of 41 uiu/ml and when retested, the results were 18 and 26 uiu/ml. A reproducibility test was performed on the controls and patient specimen. The controls yielded expected results but the patient specimen generated erratic results with the following values: 32, 5, 35, 35, 7, 26, 42, 42 and 36 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect tsh, that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Review of complaint records, review of manufacturing and testing documentation. The information the customer provided to our customer service organization in (B)(4) was reviewed and an investigation was performed to determine the nature of the customer's issue. As part of our investigation we reviewed the testing performed by our quality control laboratory prior to approving reagent lot 65908jn00 for distribution. Our review of this data did not identify any related issues. We also reviewed all architect tsh reagent lots manufactured to date. Manufacture of these reagent lots is monitored using statistical process control (spc). Spc involves using statistical techniques to measure and analyze the variation in a process. The control charts demonstrate that architect tsh reagent lot 65908jn00 was performing on target, within statistical control and all values were within the upper and lower control limits during manufacture and at final product release. In addition to this review, we consulted with our medical director on the complaint query; who pointed out that the variation seen in the precision test of control and specimen tsh concentrations (32, 5, 35, 35, 7, 26, 42, 42, 36 miu/ml) has no impact on patient management. This assumes that the values of 5 and 7 are outliers or possibly control levels that were tested. The patient samples and reagent kit in question were not available for investigation; therefore, we cannot provide a definitive reason why the customer experienced erratic tsh concentrations when using architect tsh reagent lot 65908jn00. From our investigation and discussion with our medical director we conclude that architect tsh reagent lot 65908jn00 is currently meeting its safety, effectiveness, and label claims.